Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire of mega needle driver instrument was broken. The procedure was completed with no reported injury. On (B)(6) 2024, isi contacted the nurse and obtained the following additional information about the complaint: the instrument was inspected prior to use with nothing out of ordinary to be noted. Surgeon was suturing when issue was identified. The reported instrument did not collide with other instrument or tool during procedure. There were no issues related to opening/closing and left/right (yaw) motion of the grips. There were no issues related to up/down (pitch) motion of the wrist. There were cables visibly protruding from distal end of instrument. The protruding cables were not responsible for controlling opening/closing of the jaws and up/down motion of the wrist. No fragments fell into the patient. The instrument was available for return to isi for evaluation.